Event description:
It was reported that during an unknown surgery the guide wire passed via mp joint on the left foot up 1st metatarsal and into talus without much trouble. The guide wire needed to be reset and could not be removed. The guide wire broke outside bone and later fully removed with difficulty. Surgical time was prolonged due to product failure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Add'l pro code: jdw. (B)(6). A DHR review showed no deviations regarding material analysis, strength and structural stability. The measurable dimension of the returned guide wire were checked and found to be in compliance with the technical drawings and specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the specification and within the international standard. As no detailed clinical information is available, it can only assume that the guide wire had been screwed in too much (possible hard bone) and broke apart during resite or removal as far too much mechanical force had to be applied (visible damages at the breakage point). No product fault could be detected.